Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that fluid leaked from the connection between the bd pegasus¿ safety closed IV catheter system infusion tube and needle during use. The following information was provided by the initial reporter, translated from chinese to english: "on 2020.10.9 the patient was hospitalized due to illness, and was given intravenous infusion with a closed, needle-proof, stone-type vein needle. After infusion, the patient was given infusion for 10 minutes. The patient rang the bell and said that his hands were moist. After the nurse's examination, she found that there was fluid leakage at the connection between the infusion tube and the needle, and she was given a new indwelling needle to puncture and transfusion again.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid leaked from the connection between the bd pegasus" safety closed IV catheter system infusion tube and needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6 )2020 the patient was hospitalized due to illness, and was given intravenous infusion with a closed, needle-proof, stone-type vein needle. After infusion, the patient was given infusion for 10 minutes. The patient rang the bell and said that his hands were moist. After the nurse's examination, she found that there was fluid leakage at the connection between the infusion tube and the needle, and she was given a new indwelling needle to puncture and transfusion again."